Event description:
It was reported that this right atrial (ra) lead had micro-dislodged. The patient has refused lead revision. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that this lead exhibited high capture thresholds prior to the explant. No additional adverse patient effects were reported. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead had micro-dislodged. The patient has refused lead revision. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had micro-dislodged. The patient has refused lead revision. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that this lead exhibited high capture thresholds prior to the explant. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had micro-dislodged. The patient has refused lead revision. The lead remains in use. No adverse patient effects were reported.